Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered numerous inappropriate anti-tachycardia pacing (atp) and several inappropriate shocks across two episodes for the patients supra ventricular tachycardia (svt). Technical services (ts) suggested reprogramming options, and this crt-d was reprogrammed. At this time, no adverse patient effects have been reported. This product remains in-service.